Event description:
During a hand assisted low anterior resection procedure, the device tore while doctor was trying to make the distal transection. There was no patient consequence. The case was completed with another device of the same product code.